Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl by the time the paramedics were called. Troubleshooting was performed. The customer stated while staying in the emergency room, they disconnected the insulin pump and she has been off the device since then. The caller stated the insulin pump was not functioning and she could not control her blood glucose. No further information was provided.